Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. They were unable to perform the displacement test due to the lcd physical damage. The pump was missing a display window. The pump had a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer's step-father reported via phone call that the insulin pump screen is blue and cracked. Caller stated that the damage is on the back of the pump and screen. Customer was in the weight room and a 50lb weight fell on the pump. Caller stated that the screen is damaged and they cannot see anything on it. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.